Event description:
It was reported that the product was sent in for repair with the pin stuck in the collet. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.